Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service removed all cubies and reseated the row board connectors to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that they were using other station to find medications for patients and confirmed there was no harm or delay in medication. There were no adverse events or injuries reported based on this incident.